Manufacturer narrative:
Updated a4 - patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient's system began auto-reducing following two recent falls. Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein both the octrode leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's scs system was auto reducing. Diagnostics indicated high impedances on both of the octrode leads. As a result, surgical intervention may take place at a later date to address the issue.